Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to what the physician described as wear and tear with age. No specific allegation was made in regard to device function. No patient complications were reported.